Event description:
Pt has intra-ocular lens (iol) implanted. Since that time, pt is experiencing visual distrubances such as light reflections that cause decrease in visual acuity. Has seen the implant surgeon on several occasions as well as other doctors. Also has contacted alcon technical service personnel by phone. Physicians have told pt to give the iol more time to see if the symptoms will subside. Pt is considering explantation of the product.